Event description:
The patient reportedly experienced sound quality issue with his cochlear implant and a loss of lock with his external equipment. External equipment was exchanged, however, the problem was not resolved. Surgery to explant the patient's device will be scheduled.